Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the patient had a pedicle fracture, so the screw's cut-out was concerned about, and insertion was abandoned. Procedure/technique performed was posterior fusion. A fracture was found at the time of the tap, so the screw insertion was abandoned, but the screw was placed in the other vertebral body and on the opposite side, so the doctor judged that it was completed success fully. There was no malfunction associated with screws. No further complications reported regarding the event.

Manufacturer narrative:
B2: other - vertebral pedicle fracture. G2: country of event - japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.